Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the balloon was advanced onto the guide wire; however, difficulty was noted during advancement. Upon removal, it was noticed that the stent was missing from the balloon and was discovered to be inside the orange sheath protector on the scrub table. The incident did not cause harm to the pt and another vision stent of the same size was prepped and deployed successfully in the lesion. No add'l event or pt info is available.